Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed with no anomalies found. The set screw was missing. (B)(4).

Event description:
It was reported that during an implant procedure, the device setscrew for the right ventricular pace/sense port could not be engaged. Another wrench was tried with the same result and the physician noted that it felt like there was no setscrew in the port. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.